Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device had cracked peep and CPAP control knobs. Cracks were also found on the bottom case around screw inserts. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be caused by the peep control valve out of calibration. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4 full UDI number: (B)(4).

Event description:
Additional information received via email on 28-jun-2023. Date of event was updated from unknown to 02-apr-2024. No additional information was provided.

Event description:
It was reported that the device has high pressure. Patient involvement is unknown.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.